Event description:
Pt was admitted for removal of leaking bilateral breast implants. Approx 22 years ago, the pt had their first set of breast implants. Approx one year later, had breast reconstruction. The first set of breast implants were removed and a second set of implants were inserted. The silicone implants have been in place since that time. (Surgery performed at another facility.) The pt states that a couple of years ago, they were in a motor vehicle accident in which the airbag imploded and seat belt pulled very tightly. Pt thinks this is when breasts implants may have been damaged. Pt states the implants are leaking. The implants are decreasing in size and pt is having soreness in the bilateral axillary area. The implants were surgically removed.